Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Removing the treatment code t003 (insulin drip) for hypoglycemia (1912) with this report.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia treated with glucose/carb intake and IV insulin drip (intravenous insulin infusion). The customer reported a blood glucose value of 34 mg/dl. The customer reported the following led up to the event was the no troubleshooting was identified. The event involved product(s) mmt-7040pa, mmt-242a, mmt-332a, mmt-1884. The customer reported low blood glucose. The customer does not feel ok to troubleshoot. The insulin delivery was not suspended due to sensor glucose vs blood glucose difference. The customer was reporting a discrepancy between sensor glucose and blood glucose which was not within range after fewer than 4 days of wear. Advised to wait at least an hour and if bg is stable to calibrate. No further patient complications were reported. No product return was required for mmt-7040pa. No product return was required for mmt-242a. No product return was required for mmt-332a. No product return was required for mmt-1884.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. Section b5 - updated summary. Section d10 - updated concomitant products. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hypoglycemia and a difference in sensor glucose and blood glucose readings. The customer blood glucose was 34 mg/dl. The customer was treated with glucose intake. The event involved product(s) mmt-1884, mmt-332a, mmt-242a, mmt-7040pa. Troubleshooting was partially performed for hypoglycemia. It was unknown if customer was using the auto mode/smartguard feature at the time of the event. Also, unknown if customer has been using the insulin pump system within 48hours of reported event. Troubleshooting was performed for difference in readings and the customer blood glucose was 34 mg/dl and sensor glucose value were 99 mg/dl at the time of incident and found the difference between sensor glucose and blood glucose values which is not within range. Insulin delivery was not suspended due to difference. No further patient complications were reported. No product return is required for mmt-7040pa, mmt-1884, mmt-332a, mmt-242a.